Event description:
It was reported that during a mitral valve replacement procedure, the surgeon had trouble inserting the guidewire into the cannula. The case was completed successfully with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The evaluation shows that the guidewire contains multiple kinks. These kinks make it hard to pass the guidewire through the introducer. The guidewire, although kinked, did pass through the introducer. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00171 for the other medwatch. The same patient is represented in each medwatch.